Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be dislodged during routine check up. The patient was brought to laboratory and this rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.